Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause analysis is underway. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.